Event description:
It was reported that a pericardial effusion (pe) occurred. During an atrial appendage (laa) closure procedure, a versacross connect laac access solution along with a watchman trusteer access system (was) was selected for use. A trace pe was noted at the start of the case. While trying to go transeptal which appeared to be at mid/mid on the septum. Transesophageal echocardiogram (tee) imaging was very difficult to use for visualization. When radiofrequency energy was applied across the septum there were no bubbles in the left atrium (la) and the versacross wire was not seen in the la. An effusion check on tee was performed, and at that time the echo cardiologist noticed the pe went from trace to small in size. Blood pressure remained stable but there was a change in the size of the pe. Protamine was given and continued monitoring the patient. About ten (10) minutes later the blood pressures slightly dropped and the pe had gotten a little larger. A pericardiocentesis was performed and 200 cc of blood was removed. The procedure was aborted. Patient is currently stable and is expected to fully recover.